Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for investigation where it was visually inspected and pressure tested. Results: visual inspection revealed holes in the inspiratory limb of the complaint breathing circuit and the results of the pressure test were outside of specification. Conclusions: multiple cuts and scratches were found on the inspiratory limb consistent with damage sustained by a sharp object. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The breathing circuit was used for more than one week prior to the reported event, which suggests that the complaint breathing circuit became damaged at the user facility. Our user instructions that accompany the rt265 state the following: "this product is intended to be used for a maximum of 7 days." "Check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility that an rt265 infant dual-heated evaqua2 breathing circuit had a water leak after one week of use. There was no reported patient consequence.